Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the drawer and found a medication stuck behind it but was unsure if this caused the error. The fse also inspected the back of the drawer and noticed slight fraying on the retractable band cable. The fse replaced the drawer board and the retractor band cable, performed a hardware test application test which was successful, and the customer completed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 had failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.